Manufacturer narrative:
Analysis was completed. No device problem found.

Event description:
It was reported the patient presented to the hospital because they felt unwell. Their heartrate was found to be only 35 bpm. Upon attempt to interrogation, the pacemaker was unresponsive. The physician believed the pacemaker to have premature battery depletion due to unintended high output draining the battery life. The pacemaker was explanted and replaced without issue. The patient was stable.